Event description:
[Preferred term] 3rd degrees burned/ 3rd degree burn on back/buttocks/ hip area, it took skin right off, it was hurting real bad, burned really bad [burns third degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), unknown device lot number and expiry date, from an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated she put in a complaint last year in 2019 and she threw the stuff away. She stated she had 3rd degrees burned by the thermacare back pain therapy heatwraps, clarifying that this initially happened jul2019. The patient further reported that the last one she used she got a 3rd degree burn on back/buttocks/ hip area. It took skin right off. She took pictures. It was hurting real bad. She took it off. She thought it was tape and it was skin. She burned really bad. She had a bad burn and didn't want it to get infected. She stated that she always used the product but now she did not because she was scared. She no longer had the product. She threw it away so she could not send it back. But she further reported that she saved the one that burned her. The reporter no longer wished to be contacted regarding her report. She has not contacted her doctor yet. She would contact her doctor if it did not go away. She used the last one and threw the box away. There was nothing on wrap itself. The action taken in response to the event for the product was unknown. The event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (18mar2020): new information received from a product complaint group: more event details., comment: based on the information provided, the event burns third degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term]. 3rd degrees burned/ 3rd degree burn on back/buttocks/ hip area, it took skin right off, it was hurting real bad, burned really bad [burns third degree], , narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip) (unknown device lot number and expiry date) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated she put in a complaint last year in 2019 and she threw the stuff away. She stated she had 3rd degree burns by the thermacare back pain therapy heatwraps, clarifying that this initially happened (B)(6) 2019. The patient further reported that the last one she used she got a 3rd degree burn on back/buttocks/ hip area. It took skin right off. She took pictures. It was hurting really bad. She took it off. She thought it was tape and it was skin. She burned really bad. She had a bad burn and didn't want it to get infected. She stated that she always used the product but now she did not because she was scared. She no longer had the product. She threw it away so she could not send it back. But she further reported that she saved the one that burned her. The reporter no longer wished to be contacted regarding her report. She has not contacted her doctor yet. She would contact her doctor if it did not go away. She used the last one and threw the box away. There was nothing on wrap itself. Action taken in response to the event for the product was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. Based on the complaint narrative, the patient sustained 3rd degree burn injuries after product use. The potential root cause of this issue after review of the manufacturing site investigation concludes root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. Follow-up (18mar2020): new information received from a product complaint group: more event details. Follow-up (20apr2020): new information received from product quality complaints (pqc) group included: product quality investigation results. No follow-up attempts are possible. No further information is expected., comment: based on the information provided, the event burns third degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.there was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. No further investigations or actions are suggested at this time.

Manufacturer narrative:
Based on the complaint narrative, the patient sustained 3rd degree burn injuries after product use. The potential root cause of this issue after review of the manufacturing site investigation concludes root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no.

Event description:
3rd degrees burned [burns third degree]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), unknown device lot number and expiry date, from an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated she put in a complaint last year in 2019 and she threw the stuff away. She stated she had 3rd degrees burned by the thermacare back pain therapy heatwraps, clarifying that this initially happened in (B)(6) 2019. She stated that she always used the product but now she did not because she was scared. The patient stated that she no longer had the product. She threw it away so she cannot send it back. The action taken in response to the event for the product was unknown. The event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Comment: based on the information provided, the event burns third degree as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.